Event description:
Allegedly, revision surgery scheduled to exchange to thicker insert and perhaps replace patella at the same time.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint could not be confirmed. Based on the information provided, the cs insert of unknown part or lot number required a revision surgery. The available information suggests that the revision surgery was required because the patient was loose in both flexion and extension. To remedy this issue, the surgeon planned to change the insert size and replace the patient?s patella. No failure trend was found regarding this family of devices. Without more information, the results are inconclusive. The device history record (DHR) for this product was unable to be reviewed. There were no trends identified. There is not enough information to investigate this complaint.